Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical engineer that the patient experienced multiple red heart alarms lasting for a few seconds. Patient was reverted to hand pump, and transported to the hospital. During transport electric actuation resumed. The patient arrived at the hospital, where he experienced multiple red heart alarms again. The patient was placed on pneumatic support using a stroke volume limiter (svl), and drive console. The patient remains ongoing on pneumatic actuation of the device.

Manufacturer narrative:
The patient remains stable, and on pneumatic actuation of the device at this time. It has been noted by the manufacuturer that the device was implanted after sterilization expiration. No further information is available at this time.